Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging upper respiratory infection and sore throat. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam and caused cancer. The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. Secondary findings during device evaluation observed dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. Pil can confirm the presence of contamination in the airpath. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer confirmed the presence of contamination in the airpath. And there was no evidence of sound abatement foam degradation. Section d8, d9 and h6 has been updated in this report.